Event description:
Subsequent to the initially filed report, the following information was received: the 14 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced with no resistance to post dilate a non-abbott stent. The balloon of the pta balloon catheter was inflated once to 10 atmospheres. The balloon ruptured and separated. The pta balloon catheter including separated balloon material was removed with the guide wire as a single unit with resistance from the anatomy. Post procedure fluoroscopy was completed and confirmed nothing remained in the patient anatomy and no further intervention was required. No additional information was provided.

Manufacturer narrative:
Device codes: 1562 labeled 1528 labeled 2017 labeled. Internal file number: (B)(4). Device code 2017: above rated burst pressure. Evaluation summary: visual analysis was performed on the returned unit. The reported balloon rupture and separation was confirmed. The difficulty removing was not replicated as it was based on procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The armada 35 instruction for use (IFU) states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. Based on the information provided, the reported difficulties appear to be use related. It is likely that inflating the balloon above rbp caused or contributed to the balloon rupture resulting the cascading effects of separation and difficulty removing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. In addition, unused sterile devices returned. The devices were visually and functionally tested and there were no anomalies or balloon ruptures noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the balloon of a 14 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter ruptured on inflation. A new unspecified armada 35 pta balloon catheter was used to successfully continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.